Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came in feeling discomfort in his right knee. The surgeon decided it best to check it out. Once the joint was opened he discovered wear on the patella and backside of the poly. He increased the poly thickness and replaced the patella implant. No information could be found on when the procedure was performed besides 2009. Doi: 2009, dor: (B)(6) 2021, (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.